Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv unipolar lead failure alert received on home monitoring. The associated recording showed intermittent noise on the ra and rv channels. The recordings tab shows that the device was interrogated approximately one hour after the lead failure was detected. Lead remains implanted. Should additional information be received this file will be updated.